Manufacturer narrative:
Approximate age of device ¿ 4 months. The pump was not returned for evaluation as it remains in use supporting the patient. A correlation between the device and the reported event could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The system controller log file was submitted to the manufacturer for review and no atypical alarms were captured. The system appeared to be operating as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted through the ER for stroke symptoms, including mental status changes, loss of consciousness, confusion, drooling, and aphasia. The patient's inr was 2.6 at admission. A CT scan of the patient¿s head was negative. On the morning of (B)(6) 2015, the bedside nurse found the patient on the hospital floor. The patient was confused, light headed, vomiting, and having runs of ventricular tachycardia. An urgent CT scan of the patient¿s head revealed a large left frontal intraparenchymal hemorrhage. The patient was taken to the or for an emergent craniectomy and was reported to be stable after surgery. On (B)(6) 2015, aspirin and heparin were restarted. A repeat head CT scan showed improvement of the bleed. The patient remains inpatient and stable. Residual confusion and speech challenges have been noted. The patient¿s clinical progress will continue to be monitored. The pump was reported to be functioning normally throughout the event with no alarms.